Event description:
Reporter indicated that a vns pt died. The physician reported that the relationship between the death and vns was unk, and that the pt died following a series of secondary generalized seizures. Eval by a nurse indicates that the death was not sudep. It was reported that the devices were not explanted.